Event description:
It was reported that during a ptca/stent procedure the guide wire tip was observed to be separated, and the tip remained in the pt after completion of the procedure. The pt was kept overnight for observation and then released; no add'l surgical treatment was performed.